Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Medical device expiration date: this device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the customer reached into the polybag and stuck his hand on a needle that was glued to the outside of a needle shield. His hand was red with mild swelling but was better the following day. The customer reported he may seek medical attention of the swelling does not subside.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6214527. This lot was packaged 25sep2016 to 27sep2016. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.